Event description:
It was reported that the pump touch screen was unreadable. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 13 Pro / Unknown / iOS_18.6.2.